Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A clinical evaluation of the current available information was performed with the following conclusion- multiple factors, including non-device related influences could have lead to the described pressure rise. Based on the level of information that could be obtained and that the sample is not available a root cause could not be defined. Prolonged use - more than the 6 hours noted in the IFU may have been a contributing factor. A supplemental report will be sent if additional information becomes available. Reference exemption code (B)(4).